Manufacturer narrative:
The calibration was last performed on 12-jan-2025 and it was acceptable. The alarm trace showed sample short, abnormal probe sucking, and abnormal sample aspiration alarms. These are indicators of possible poor sample quality. The customer suspected that the issue was due to using micro-cups. A service visit was offered to verify the micro cup performance, but the customer declined it as they, allegedly, will not be using micro cups in the future. No further issues were reported afterward. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bil-t gen.3 (bilt3) assay on a cobas 6000 c501 (ul) v module. Initial result: <0.2 mg/dl (using micro sample cups). The physician questioned the initial result and the sample was then repeated. Repeat result: 13.3 mg/dl (using a false bottom tube). The repeat result was deemed to be correct as it matched the patient's clinical picture.

Manufacturer narrative:
The c501 module serial number was (B)(6). Qc was within the ranges. The field service engineer checked the instrument and found that it was performing within specifications. He also performed precision studies and they were within specifications. The investigation is ongoing.